Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction using biosure ha 7mm x 30mm "chalky material" as observed. The material was too distal and could not be reached leaving the broken fragments inside the patient. The procedure was completed using a staple to back up the screw. There was a procedural delay of 1 minute. This incident did not result in any patient injury or complications.